Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, and a pmv review of complaint trends. The visual inspection of the instrument noted that the plastic flange on the distal end of the obturator was peeled back and damaged. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the reported condition was due to a component error. The material from the supplier was found to be defective . A process enhancement has been generated. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the inner cylinder was not disengaged. Obturator could not be disengaged. The product was not used on a patient. Operating time not extended. No adverse event. No patient use.